Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-operative and post-operative diagnosis was recurrent incisional hernia. The procedure performed was excision of mesh and repair in incisional hernia with mesh. The patient has had a revision, or a physician has recommended surgical intervention.